Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A follow up report will be submitted upon completion. Additionally, it was reported that the patient is pediatric using an adult receiver. It should be noted that the dexcom g4 platinum system is not approved for use in children or adolescents, pregnant women or persons on dialysis. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that the patient experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2015. Patient's father stated they were unable to select the audio alert when setting low and high alerts on the receiver. Patient's father stated, his wife checked their son's receiver before going to bed, and the patient was having a low. Patient's blood glucose was in the 40's mg/dl. The receiver did not alert the father at the time of the event. Patient's mother gave patient candy and was able to bring patient's blood glucose back up. Additionally the pediatric patient was using an adult receiver. At the time the event was reported to dexcom, the patient was doing fine. No additional event or patient information is available.